Manufacturer narrative:
There is no documentation which supports a causal relationship between the liberty cycler/ liberty cycler set and the patient¿s hospitalization. The patient was admitted into the hospital due to malfunctioning pd catheter (not a fresenius product) with complaints of abdominal pain which resulted in the patient not being able to complete pd therapy for approximately 4 days. Additionally, there is no documentation that indicates a liberty cycler/ liberty cycler set malfunction or product deficiency caused/contributed to the suspected peritonitis warranting antibiotic treatment. Peritonitis is a known risk and well-documented complication of pd therapy. The source of the patient¿s suspected peritonitis can not be confirmed; however, the patient¿s concomitant pd catheter (not a fresenius product) malfunction may have been a confounding factor. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018, this patient on continuous cycling peritoneal dialysis (ccpd) therapy was seen in the outpatient pd clinic after two days of his pd catheter (not a fresenius product) not working. The patient was subsequently sent to the emergency room and admitted into the hospital on (B)(6) 2018 for pd catheter (not a fresenius product) malfunction. At the time of the event, the patient was concomitantly on antibiotic treatment with intraperitoneal ancef (unknown dose, frequency and duration) and ceftazidime (unknown dose, frequency and duration) for suspected peritoneal infection after pd culture grew gram-negative rod and gram-positive bacilli (unknown date). The patient also reported 3 days of abdominal pain but did not have a fever. Due to being unable to drain from his pd catheter, he was not able to complete approximately 4 days of pd therapy. The patient has a past medical history of diabetes mellitus for which the patient takes insulin and due to interruption in pd treatment with dextrose pd solution the patient was found to be hypoglycemic in the hospital. The patient¿s insulin dose was adjusted to compensate. While hospitalized, the patient¿s pd catheter (not a fresenius product) was replaced and the patient was continued on pd therapy (product and treatment details are unknown). The patient was also continued intra-peritoneal cefazolin (ancef) and ceftazidime (unknown dose, frequency). Subsequently, on (B)(6) 2018 the patient was discharged home continuing antibiotic therapy for a 14-day course.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.